Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "doctor was trailing with a size 6 11mm poly trial. As he was inserting, he went to use the poly impactor from the triathlon instrument set. The trial split. All pieces were removed. No injury or damage to pt was done."